Event description:
It was reported that the core micro drill heated up during testing prior to a procedure. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A f/u report will be filed when the quality investigation has been completed.